Event description:
It was reported via phone call "power pic cath kits leaking." No other information was provided. It was stated this occurred with 6 devices. This report addresses the fifth device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4392 showed twenty-two other similar product complaint(s) from this lot number.